Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: pump powers up normally but does not display ¿verify¿ screen. The display is blank, pump was open and a cracked display screen was found. The old screen was removed and replaced with a good display screen. The pump displays verify screen. Steps 6-7 failed due to cracked display screen, unable to verify steps 10-11 due to cracked display screen. The keypad cover is peeling off the base, keypad cover was removed and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.